Event description:
Additional information has been requested and received stating the patient's vision in right eye is good but still need glasses. There are two medical device reports associated with this event. This report is associated with the right eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A patient reported that after an intraocular lens (iol) implant surgery, her vision is blurry in all distances. She is unable to read and is not able to drive at night. Additional information has been requested.